Event description:
Medtronic (covidien) received the information regarding an incident with one of its devices. During the procedure, it was reported that there was leakage of onyx at the "second mark" of the catheter. The catheter was removed and another device was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4). Same event as MDR# 2029214-2015-00543.